Manufacturer narrative:
Date sent to FDA: 4/22/2020. Additional information: a2, d1, d2, d3, d4, g1, g2.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 5/31/2019. Additional patient codes: 1685,1695, 2240,3189- surgical intervention, 3191- tenderness, bruising. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2017 due to abdominal pain, tenderness, bruising, adhesions and hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.